Event description:
It was reported that the patient had increased pain. The patient presented to the clinic for a scheduled pump refill and 24.7 ml underinfusion was noted. A catheter access port (cap) contrast dye study was performed and results showed an abnormal kink in the catheter on (B)(6) 2014. The severity of the event was mild (defined as, does not interfere in a significant manner with the subject¿s normal functioning level). The event outcome was reported as on-going as of (B)(6) 2014. It was reported that the pump was used to infuse dilaudid, compounded baclofen and bupivacaine. No interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received indicates that intervention was taken on (B)(6) 2014 to reposition and unkink the catheter. The patient resolved without sequelae on (B)(6) 2014.